Event description:
The customer remarks form received from the physician stated that the patient was implanted with a bifurcated gore-tex stretch vascular graft sometime between 1997 and 1998. According to the physician, the patient developed a mass which caused from fluid weeping through the graft. The graft was endolined in early 2006 to fix the problem. Further investigation is pending.